Event description:
This device was returned with oos documentation from a biotronik representative. This lead was sensing inappropriately and the system was giving inappropriate shocks. The ventricle lead was repositioned once, and when the inappropriate sensing and shocks continued, the whole system was removed. It was replaced with lumax 340 dr-t. After the system was exchanged, the doctor and representative were told that the patient had been sleeping on an electric bed. Also removed: linox sd 65/16, 1028232-2008-00214. Setrox s 45, 1028232-2008-00213.